Manufacturer narrative:
The certas valve (ID (B)(4)) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828806) was implanted via v-p shunt on unknown date with unknown setting. Due to kinking of the peritoneal catheter, an additional valve (828806) was placed with a lp shunt. An attempt was made to change the set pressure of the v-p shunt valve to virtually off, but it was not possible. An attempt was made to change the set pressure with neodymium, but the pressure could not be changed from setting 6 to above. The valve used in the v-p shunt was removed on (B)(6) 2023. According to information provided, it is unknown if the patient experienced signs and symptoms due to valve disfunction.